Manufacturer narrative:
The technician replaced the worn brake/steer casters to repair the bed.

Event description:
Info received indicates with the brake engaged the brake and brake/steer casters would slightly ratchet from side to side.